Event description:
Problem started in 2007 after a&p, tot bladder repair surgery with the mentor aris trans-obturator tape. I have suffered severe pelvic pain and chronic urinary tract infection since then, and I am presently taking daily doses of antibiotics for control of this problem. Dates of use: 2007 -- 2009. Diagnosis or reason for use: urinary incontinence.